Event description:
Initial info was reported by a nurse to a sanofi aventis sales rep on 28-may-2010: a female, pt, rec'd treatment with poly-l-lactic acid (sculptra) [lot# and expiration date unk] on an unk date and had nodule development. No further relevant info reported.